Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding short sheath - small and there was air being drawn into both sheaths that were used. The catheter was used in the left atrium. After ablation, after the catheter was pulled backwards, when the medical team attempted to remove air from vizigo short, air was drawn continuously into the sheath. This occurred approximately one hour after use of the catheter. The issue was improved by replacing the catheter with another catheter and sheath. No air was observed when the second catheter was replaced but the same event was observed when the catheter was removed/reinserted again. As the procedure was also in the final phase, the devices in use were not replaced. No patient consequences were noted.

Manufacturer narrative:
On 14-feb-2025, bwi received additional information regarding the event. The hemostatic valve was identified as the location of the event. Air leakage had occurred. The device was being used on the patient when this happened. No damages or detachments were noted on the hemostatic valve, brim cap, or hub. As a result of the air leakage, the h6 medical device problem code was updated from fluid leak a050401 to backflow a140501. On 24-feb-2025, the product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device number lot 60000449 and no internal action related to the complaint was found during the review. No bubbles were detected. The air flows back issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU (instructions for use): use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).